Manufacturer narrative:
H.6. Investigation: a single loose 1ml ll syringe without any packaging was received and visually evaluated. It was observed to have a deep surface scratch mark approximately 1/4 ¿ long outside the scale markings and at the beginning of the words ¿single use only.¿ the damage observed, though not affecting function, is rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that a crack was found on the bd syringe luer-lok¿ tip while opening the packaging before use. The following information was provided by the initial reporter: "we had a 1ml luer lock syringe, reference # (B)(4), lot # unknown, that was found to have a deep scratch on the exterior surface of the syringe upon opening."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a crack was found on the bd syringe luer-lok¿ tip while opening the packaging before use. The following information was provided by the initial reporter: "we had a 1ml luer lock syringe, reference # 309628, lot # unknown, that was found to have a deep scratch on the exterior surface of the syringe upon opening."